Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer¿s blood glucose was 524 mg/dl. A manual injection was administered to address bg. Additionally, it was reported that malfunction alarms occurred. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.